Event description:
It was reported the programmer rf (radio-frequency) cord needs to be fixed/replaced. The rf head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the cable was twisted and damaged. As a result the cable was replaced. It was also noted that the rubber portion of the label was starting to come loose, as a result the label was replaced. (B)(4).